Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient had pain in the left precordial region and there was warmth and swelling of the wound. Additionally there was hemorrhage from the wound and it was determined the patient had an implant site pocket infection. The wound was treated in the plastic surgery department. A culture of the wound revealed (B)(6) and the implantable cardio verter defibrillator (ICD) system was removed, replaced, and the patient was placed on antibiotics. The adverse event was attributed to the long duration of the implant procedure. The patient was a participant in the insync clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.